Event description:
End-user reported signs of inflammation/rash under product. It was noted that end-user has been using product for (14) years and recently developed rash under tape collar demarkated lines and imprint of wafer. Pt outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from 3 different product applications. The report states that there are no significant trends.